Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be confirmed as it was related to procedural circumstances. The reported tip damage was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported failure to advance and noted damage to the dc pod and barewire were due to circumstances of the procedure. It is likely that the failure to cross was due to challenging anatomical conditions, which were reported as heavily calcified and moderately tortuous. Additionally, while attempting to advance against resistance, it is likely that the tip of the barewire became bent and during removal, the coils stretched resulting in separation of the core as was observed on the returned unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the carotid artery. The nav6 embolic protection system (eps) was advanced into the anatomy however the barewire was bent and could not cross the lesion. The eps was removed and it was observed the barewire was bent and the tip coils were stretched. A new nav6 eps was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the barewire core and coils were separated distal to the step.